Event description:
It was reported that a customer smelled smoke while using the homechoice device. The patient was not connected at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed and no abnormalities were noted. An electrical safety test and functional check were performed and the reported problem was determined to be caused by a faulty power supply. The power supply was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.